Event description:
It was reported that the rigid video laparoscope displayed lines and spots in the image during sedation with the device inside the patient. The laparoscopic cholecystectomy procedure was completed using an olympus backup device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.